Event description:
During inspection of the device, hair was found in the package. There was no patient contact, injury, or delay of surgery. The patient was prepped for the craniotomy (dural repair) surgery and was already anesthetized. A replacement product was available to be used.

Manufacturer narrative:
Integra has completed their internal investigation on 03/24/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Evaluation of device: received one duraseal sealant system 5ml (qty 5) us opened by the account with the appropriate blister package in a undamaged condition. Visual inspection revealed the kit was observed to have a hair within the outer package. The hair was not in the sealed blister package. The outer packaging was opened and resealed with tape and staples. A review of the device history record indicates this device lot number was released meeting all quality specifications. A review of complaint data reveals no trend for a device related failure for this condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the hair in the packaging. The reported condition was confirmed. The root cause could not be reliably determined. (B)(4).